Event description:
It was reported that the stimulation was turning off when the pt went to the warehouse store. It was felt that the event was caused by the walkie talkie that the pt used to communicate in the store, which the pt kept in his breast pocket over the device. Add'l info has been requested, a f/u report will be sent if add'l info becomes available. See MFR report #3004209178-2010-08466 regarding the second device.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.